Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during rewind. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The customer stated that the insulin pump had moisture in the reservoir compartment. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields customer reported a motor position encoder error and motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, motor position encoder error alarm and motion sensor test failure alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.